Event description:
It was reported that during in-clinic follow up, non-sustained noise was observed. The device was reprogrammed. The patient was fine after the event.

Manufacturer narrative:
(B)(4).